Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit determined that the tubing was attached to the inlet port of the male luer. The tubing was manually separated from the inlet port of the male luer when pull tested. Further visual examination noted that there was no visible solvent on the plow ridge. The remaining solvent bonds were then pull tested, with no further separations noted. The root cause of this condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had separated. This occurred prior to use, the clearlink luer on the y-site at the distal end of the tubing had separated from the tubing. There was not patient involvement. Additional information was requested and is not available.